Event description:
The patient reported elevated blood glucose (bg) levels after wearing the pod on the arm for approximately 24-36 hours, despite administering a correction bolus. The patient further reported that her dexcom g7 continuous glucose monitor readings measured approximately 339-355 mg/dl, which differed from glucometer readings of approximately 306-312 mg/dl. Reported symptoms included excessive thirst. The patient presented to urgent care on (B)(6) 2026 and reported a bg value of 625 mg/dl at the time of the medical event. The patient also stated that she was experiencing an infection; however, the type of infection was not specified, it was note reported if this infection was diagnosed by a healthcare provider, and it is unknown whether it was related to the infusion site or the elevated bg levels. The patient confirmed that there was no redness or swelling at the infusion site. The patient did not provide a specific medical diagnosis but reported that treatment at the medical facility consisted of two bags of intravenous fluids and administration of 11 units of insulin by injection. The reported duration of the urgent care visit was approximately 2.5 hours, and the patient was discharged the same day.

Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. No damages or deficiencies were observed in the pod that would prevent it from operating as intended. Inspection of the download and patient history buffer (phb) data found no issues with insulin delivery. Therefore, no problem was found regarding the reported not sure delivering insulin event. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 18.6 hardware: iphone15.2 cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
After internal review on 10-feb-2026. H6 component code was corrected.